Manufacturer narrative:
Concomitant products: stockert 70 system: model #: m-5463-01, serial #: (B)(4). Coolflow pump: model #: m-5491-02, serial #: (B)(4). Carto 3 rmt system: model #: m-5830-01, serial #: (B)(4). Webster cs with auto ID catheter: model #: d-1353-04-s, lot #: 15745835m. Product investigation will not be performed since the catheter will not returned for analysis. Thermocool sf navigational catheter: model #: d-1318-02-s, lot #: 15650306l. Product investigation will not be performed since the catheter will not returned for analysis. C3 cs refstar - deflectable catheter: model #: d-1285-02-s, lot #: 15708471m. Product investigation will not be performed since the catheter will not returned for analysis. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).

Event description:
It was reported that while performing an idiopathic ventricular tachycardia (idvt) procedure, the physician felt a "pull" when withdrawing the pentaray navigational catheter from the right ventrical. The procedure was continued and the patient's vital signs did not change. The ultrasound was used at the end of the procedure and torn chordae were noted. No significant impact on the tricuspid valve was reported. No intervention was performed. The patient was stable and was under observation. Upon request, additional information was provided by the bwi field representative. During the case, the event was not life threatening. Later the physician mentioned that this patient had been admitted for surgery. The patient required extended hospitalization.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that while performing an idiopathic ventricular tachycardia (idvt) procedure, the physician felt a "pull" when withdrawing the pentaray navigational catheter from the right ventrical. The procedure was continued and the patient's vital signs did not change. The ultrasound was used at the end of the procedure and torn chordae were noted. No significant impact on the tricuspid valve was reported. No intervention was performed. The patient was stable and was under observation. Upon request, additional information was provided by the bwi field representative. During the case, the event was not life threatening. Later the physician mentioned that this patient had been admitted for surgery. The patient required extended hospitalization. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3 and calibration functionality. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. A deflection test was performed and the catheter passed. Finally, an electrical test was performed and catheter failed on rings #2 and #8. Further investigation revealed that the wires were not properly welded over the rings. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed the electrical test. However, the root cause of the torn chordate remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.